Manufacturer narrative:
(B)(4). Field service replaced the gas delivery engine. He then performed extended system testing. Operational verification procedures, and performance checks. The ventilator passed all tests, and met manufacturer operational specifications. The alleged faulty gas delivery engine was returned to carefusion on 04/10/2015, and is awaiting evaluation.

Manufacturer narrative:
Device evaluation: results of investigation: carefusion factory service received the suspected component, a vela gas delivery engine (gde), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the regulator/relay balance.

Event description:
Biomed at the user facility requested for a field service engineer (fse) to come and fix a ventilator, by possibly replacing the gas delivery engine (gde) after continued problems with inaccurate fio2. According to the biomed the ventilator was 15 percent off set/monitored. She provided the following example: when the fio2 is set at 40 percent, the monitor reads 55 percent, and her calibrated analyzer reads 55 percent. According to the biomed, this is an ongoing issue. She stated that she had already done a lot of troubleshooting, and event changed out the o2 cells and cals. There was no patient involvement during this event. Field services was dispatched to the user facility.